Event description:
It was reported that during a gastric band removal, the strain relief was lost in the subcutaneous fat. Radiology was called to locate the piece of silicon which took 90 minutes to locate and remove. The band was removed due to failure to lose weight and intolerance. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). In two pieces. The tubing strain relief was returned in two sections and bears evidence of manipulation with a (sharp) instrument. This damage can most likely be attributed to device explant. A review of the product's instructions for use (IFU) indicated that detailed instructions for correct connection of the locking connector to the port of the realize gastric band and for the correct placement of the port are provided. A stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery is recommended. A DHR review could not be performed as no lot number was communicated, however, review of the manufacturing process indicates that all devices are inspected prior to release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.